Event description:
Information was received from a consumer and a health care provider regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient's pump began alarming in (B)(6) 2016. The patient missed a scheduled refill appointment. The patient no longer wanted the pump implanted and the patient's current health care provider would not explant it. The pump was currently empty, though the reason for the alarm was not confirmed. It was noted that the patient had not come to the office to be refilled several times, and the patient hadn't been seen in the office since (B)(6) 2015. No troubleshooting, actions, or interventions were done. There were no known symptoms related to the pump alarm and empty pump.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.